Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens, diopter 21.5. Prior to insertion into the eye the cartridge split and the lens protruded. No pt injury. The injector model msi-pf, lot number was not specified by facility. Lubricant used was visco.